Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device there was an acu watchdog and primary audible alarm post errors in history. The customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 primary audible alarm failure. No patient involvement.